Manufacturer narrative:
The device information in section d was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o ring and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there is a large gash on the display screen and the rim of the reservoir is worn. Customer also indicated that the reservoir does not sit correctly in the compartment and insulin leaks out of the chamber. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.